Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that no samples are available for further evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports, that the connections from the valve to the j-loop was not able to be secured causing leakage. The end user attempted several times to attach the valve by taking it off and attempting to rethread it, however the connections was still poor and leaking continued during flushing with normal saline. Normal saline and blood leaked from the patient when attempting to pull back on the valve. A new valve was placed with no complications. No injury reported.